Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 623-10-36e, lot # mhh5t8, description: trident 10 x3 insert 36mm ID. Cat # 542-11-50e, lot# mhdxon, description: trident psl ha cluster 50mm. Cat # 18-36-5, lot# 20653801, description: delta c-taper head 36mm -5. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. Add'l info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that "the pt underwent a total hip replacement on (B)(6) 2009. Since that time, the pt has complained of on and off pain in the groin area of the left hip. She has undergone a bone scan and numerous hip x-rays with no findings to indicate the reason for the continued pain."